Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, consumer) regarding a patient who was receiving fentanyl (200mcg/ml) via an implantable pump. It was reported that the pump was not helping the patient's pain. It was unknown if external factors were involved. A dye study was performed on (B)(6) 2025 and the catheter was at t12 which was too low for the patient's back pain. The catheter aspirated some, but dye would not push. The dye study was aborted and the patient was referred to a neurosurgeon for a revision (not scheduled yet). The issue was not resolved.